Manufacturer narrative:
(B)(4). The device history record of batch number 74b1601225 and 74h1500740 have been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled and inspected according to our specifications. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The bullet on the capio suture used stayed in the patient. During the procedure the capio was fired and when removed only the needle came out and not the bullet. The physician tried to retrieve it but could not find it. The patient's condition was reported as fine.